Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The catheter reported having low blood glucose and seizures. Paramedics were called and assisted the customer. The blood glucose reading at time of the call was 90mg/dl. No further info was provided.